Event description:
The facility representative reported a colleague infusion pump to baxter on (B)(6) 2010 with a "channel b failure code 810:11" in the emergency room that occurred on (B)(6) 2010. The condition occurred during programming and set-up. There was not an adverse event, patient injury or medical intervention associated with this report. During service at baxter on 23 march 2010, it was discovered that the air in line printed circuit board was out of calibration. The user interface module master software version is 5.03.00, categorized as unremediated.there is no further complaint information available.

Manufacturer narrative:
(B)(4).the pump was received and evaluated by baxter. The air in line printed circuit board was recalibrated.

Event description:
The lay user/patient contacted lifescan alleging the control solution test results are inaccurately high out of the control solution range. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There is a CAPA (corrective and preventive action) investigation associated with this report, (B)(4).